Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: the tip of the device was angled to left side and used for 15 minutes. To re-grasp the tissue, the surgeon checked the device's shaft and found the outside of shaft and tip of the shaft cover was split open. Another device was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes. The patient is under observation.

Manufacturer narrative:
(B)(4).